Manufacturer narrative:
The fse confirmed the leak from di water in bath tray due to faulty di water pump transducer. The fse replaced the transducer resolving the leak. (B)(4).

Event description:
The customer reported an unknown amount of di water and wright-geimsa stain leaked into the tray of the unicel dxh 800 slidemaker stainer. The leak was contained. The customer also stated di water failed to fill bath 5. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.